Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, alarm sound is generated and the front panel is turned off due to failure of the printed-circuit board. The cause of the faulty cr board occurred due to parts before countermeasure- (tube pressure sensor), mounted on the cr board of uhi-4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the screen blackout with alarm was due to a defective pressure sensor/pressure sensor circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit had a black screen with an alarm. The issue was found during preparation for use in a therapeutic laparoscope procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.